Manufacturer narrative:
Corrected information has been provided in d1 failure to advance: the cause of the deliver issue was determined to be patient condition as the patient had severe tortuosity of innominate preventing successful delivery of impella.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was being inserted via the axillary graft site for the 66-year-old female patient who had the indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage a shock. This cp was being delivered when the impella 5.5 had failed to deliver via the axillary graft. The cp was also unable to be delivered to the left ventricle as it too met resistance at the innominate artery. The cp was aborted and the team left in the prior femorally placed impella cp. The first cp pump had not been turned off or removed from the femoral artery and as such there was no interruption in support. The delivery failure will be conservatively reported despite no known consequence to the patient.